Event description:
It was reported to medtronic neurosurgery that the physician observed inadequate drainage after the shunt was adjusted from performance level 1.0 to 0.5.

Manufacturer narrative:
The valve was patent and passed leak testing. The device was returned set to performance level 1.0 and could not be adjusted to any other performance levels. A dissection of the valve found no anomalies. It is unknown what caused the reported event. A review of the manufacturing records was not possible as no lot number was provided.